Event description:
A pharmacist at a local hospital reported that a pt experienced a left eye central corneal keratitis with stromal involvement associated with wear of freshlook color blends contact lenses and use of amo complete moisture plus contact lens solution (lot # ac 00332), culture performed, fusarium infection suspected. No treatment information provide. Scarring is expected. Pre-event acuity noted as 10/10, left eye. Last reported acuity noted as 5/10. Condition/prognosis stated as stable. Lenses had been used for approx 25 days. Lens care product opened for approx 6 months. Lens are system recalled in 2007. The pt bought a bottle in 2008 in an optician shop. No regular following by an ophthalmologist. Request was made for additional information, however no further information has been provided at the time of the report.

Manufacturer narrative:
The report was reviewed by ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.